Event description:
Complete dose of chemotherapy agent (methotrexate) not infused. Pump programmed to deliver total volume of 1440 ml over 24 hours at rate of 60 ml/hr. Upon completion of infusion time, remaining solution was hand-drawn from container. 182 ml not delivered resulting in 12.6% error in dose. Upon further testing in the pharmacy pump found to be under-infusing by 14%. Pump returned to mediq for further eval.